Event description:
A hospital in (B)(6) reported that excessive condensation in the expiratory limb of an rt200 adult breathing circuit while in use with an mr850 humidifier caused moisture to go back into the pb740 ventilator. The hospital stated that this happened with two different pts but did not report any adverse outcome for the pts.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint circuits are currently en route to fisher & paykel healthcare for eval. We will provide a follow up report when we have completed our investigation.